Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. The field representative checked the lead in the clinic and impedance was normal, the physician will continue normal device check schedule. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.